Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 : reference MFR. Report# 1627487-2015-20485. Further follow up identified the scs leads were explanted and the patient was trialed for drg system (not approved in USA).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20485. It was reported the patient ((B)(6)) experienced sharp pain due to positional overstimulation along with ineffective stimulation. A sjm representative tried reprogramming to no avail as the patient still experienced sensitivity. X-rays revealed the leads have migrated significantly. As a result, surgical intervention may be taken at a later date to address the issue.